Event description:
The pt reported experiencing elevated blood glucose of 450 mg/dl since 2009. She does not believe the infusion device is delivering insulin correctly. Two months later, her blood glucose measured 180 mg/dl at 9:50 am and at 10:50 am, she ate and bolused 20 units of insulin. At 4:00 pm, her blood glucose measured 448 mg/dl and she switched to her backup infusion device using new accessories. She bolused 12 units of insulin via pen and her blood glucose returned to normal (120 mg/dl). No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.